Manufacturer narrative:
Archives have been returned, but analysis has not yet been conducted. H6 b21,c21,d16 are associated with archive return medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: software logs were analyzed. It was determined that there was insufficient information to determine whether or not a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735762, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding a navigation system for an electrode and probe placement surgery. The rep reported that during a dbs electrode placement that the doctor was inaccuratein their lead placement as the lead was anterior, medial, and deep. The doctor planned on an MRI. They used the omnitom scanner as the ceretom was unavailable. They took the first omnitom scan, and it did not contain enough anatomy (they were implementing what was told of them to do), so they took another using 0.625mm slices. The CT was used as reference and were able to get all the scans to auto-merge without any difficulty. The doctor spent a solid 20 minutes inspecting the merges, and made sure that their plans were still accurate from one exam to the next. This surgery was stated to be a revision, and they also had the existing leads as landmarks for reference. The merge was also accurate based on using the leads as landmarks. The confirmation spin showed the both sides anterior, medial, and deep. The right side was a full 5mm deep and overall was 3.4mm off target. They had to pull it and repass the catheter to correct it. The left side was a contact too deep, and was pulled back a few millimeters to correct. We took another confirmation spin, and everything was where it should be. Additional information was received indicating that the root cause of the inaccuracy was unknown.